Event description:
Device issue: dislodged stent. Time of device issue: during procedure. Adverse event: medical intervention to remove stent. It was reported that the target lesion was the proximal left anterior descending artery (lad) and first diagonal off the lad, mild tortuosity, heavy calcified with 99% stenosis. After a guide wire crossed the target lesion, pre-dilatation was done with a 2.5 x 15 mm rx voyager. The 2.75 x 23 mm xience v stent delivery system (sds) was advanced and although resistance was met, several attempts were made to cross, but were unsuccessful. An additional dilatation was performed with a non-abbott balloon and the xience v was advanced again, but it was still unable to cross the lesion. Thus, a cutting balloon was advanced, but it was unable to cross the left main trunk, and on cine it looked as if something was attached on the cutting balloon. An attempt was made to pull the cutting balloon into the guide catheter, but it had to be pulled in by force. It was confirmed that the stent had been caught in the guide catheter and dislodged in the iliac. The stent was retrieved with a biopsy device. The procedure was completed with no pt effects. No additional event or pt info was available.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant info.